Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that lead was attempted but not used due to difficulty retracting and deploying the helix screw, and that the screw as "jumpy." A different lead was used to successfully implant. No patient complications have been reported as a result of this event.